Event description:
When the patient was undergoing gastroscopy, the image flashed suddenly, and then appeared blackout, the user replaced another one to use. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.